Event description:
The customer reported a flow rate discrepancy. Upon changing the pbp flow rate, it was noticed a flow rate discrepancy of 20mls. When trying to re-enter the flow rate, the replacement rate also had a discrepancy of 250mls. Dropping all rates to 0, then re-entering all the rates remedied the problem.

Manufacturer narrative:
Technical data files were requested. Gambro renal products will implement a revision to current software. The new software version 3.00 will reduce the likelihood of occurrence of the known causes of flow meter discrepancy. The planned release date for software version 3.00 is year-end 2006.